Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the tests strips involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch vita enhanced meter displayed inaccurately high results compared to two other meters. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when a senior csr reviewed the call. The pharmacist claimed that the meter was reading inaccurately high around 3 weeks prior to contacting lfs, when the patient was hospitalized after she lost consciousness. The pharmacist was unable to confirm whether the incident was related to the meter or not. At the time of the alleged incident, the patient managed her diabetes with insulin (self-adjuster) 15 units of lantus insulin&#55297;nd an unspecified tablet. No specific treatment for the loss of consciousness was specified by the reporter. The pharmacist claimed that when the patient was in hospital, she tested her blood glucose level using the subject meter and compared it to the results on two ER/hospital meters within 30 minutes of each other. The reporter claimed that the subject meter gave high results however she was unable to provide any results. The pharmacist claimed that after the reported incident, on (B)(6) 2015, the patient's medication was altered by a healthcare professional (hcp). She indicated that the patient's oral medication was stopped and the patient now administers 18 units of lantus insulin, and 2 units of humalog insulin in the morning, 4 units at lunchtime and 4 units in the evening. At the time of troubleshooting, csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. It was not established whether the patient had followed the correct testing steps. The reporter was unable to confirm whether the patient's test strips had been stored correctly but confirmed that the test strip vial was not cracked or broken. The csr walked the reporter through a control solution test and the result was in range. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter malfunctioned as the control solution test performed during troubleshooting was in range. However, this complaint is being reported because the alleged issue with the meter may have been a factor contributing to the patient's serious injury.